Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection did not identify any anomalies. Technical visual inspection identified that there was a cracked front bezel. Device evaluation confirmed that there was a pressure sensor malfunction. The software was set to 9.33. The pressure sensor was replaced. The circuit boards were inspected. The device was calibrated. The air-in-line, alarm, display, keypad, patient side occlusion, rate accuracy, self-test/power, and upstream occlusion all passed. The root cause was determined to be a pressure sensor malfunction. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, a safety clamp error was reported. There was no patient harm reported. It is unknown if there was patient involvement. No additional information is available.